Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of "intermittent occlusion error" was verified through review of the event history log as "downstream occlusion" messages but not reproduced during evaluation. The device was found out of specification. The cause was determined to be a failed downstream tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent occlusion error during testing in the biomed service department. There was no patient involvement. No additional information is available.